Manufacturer narrative:
H.6. Investigation: no samples or photos were returned by the customer in support of this complaint. Catalog and lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and catalog and lot number are unknown. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the unspecified bd vacutainer® cpt¿ cell preparation tube device experienced erroneous results occurred. It was reported that there is a collection tube issue. "We ran into something similar with cpt tubes years ago, where an entire study was collected and after the study ended".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: (B)(4).

Event description:
It was reported when using the unspecified bd vacutainer® cpt¿ cell preparation tube device experienced erroneous results occurred. It was reported that there is a collection tube issue. "We ran into something similar with cpt tubes years ago, where an entire study was collected and after the study ended".